Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the purewick urine collection system was not working properly and no specifics were given. The patient was using the pw200, pwkit03 and pwfx30. The liberator representative provided the troubleshooting assistance and wick preparation and placement instructions to the patient. Per follow up via phone on 09jul2021,the patient states that nothing wrong with the machine, they cannot seem to figure out how to use it and also states that they tried trouble shooting but still had difficulty placing wicks and had no one to help the patient. Per follow up via phone on 10jul2021. Representative determined the patient had issues with wick placement and stated they did not had anyone there that can help to place them properly. Representative provided wick prepping and placement instructions.